Event description:
In 2003, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Two aortic extender components were used in each iliac artery. In 2008, an aortic extender component and a contralateral leg component were implanted to repair a type iii endoleak in the right iliac artery. The following year, a contralateral leg component was implanted to repair a type iii endoleak in the left iliac artery. Pt tolerated the procedure with no further complications.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Additional devices involved.